Event description:
It was reported that the insulin pump alarmed during the manual prime. The drive support cap was noted to be normal. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.